Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information received via phone call: the patient stated that she started using medihoney after her foot surgery, she is unsure of the date of this procedure. Surgery was needed due to her bone protruding to the outside of her foot (right foot, outside of foot in the center). Patient is unsure the date she began use of the medihoney product, but believes it was towards the end of last year. The medihoney was purchased after her doctor told her to purchase it over the counter. She applied the medihoney normally after she had finished showering, however there may have been times when she just applied it without cleaning the area. She would then cover it with a bandage. She experienced redness and the area was sore, after seeing her doctor for these symptoms they concluded that the area was infected. Cultures were not taken to determine what type of infection. The patient doctors felt that the infection was not caused by medihoney, however she feels that it was. She was put on an unknown antibiotic for 10-14 days. The infection has healed, however she is still experiencing issues with her bone. She stated that the product looked normal and was sealed prior to use. Other medical conditions: high blood pressure.

Event description:
N/a.

Event description:
A customer reported undergoing foot surgery and subsequently using medihoney (ID unknown), which was purchased from a pharmacy. The customer stated that an infection developed on the surgical site after use of the product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.